Event description:
It was reported that the user experienced recurrent hypoglycemia, including an event after standing and moving from a recliner, with a documented low of 45 mg/dl, and the ilet alerted to the low; the episode was corrected by oral glucose in the form of 1¿3 snack-size candy bars, required no outside assistance, and did not involve medical intervention. Symptoms included none reported. Outcomes included no long-term injury and no need for clinical care. Investigation included complaint review and user education with scheduling of additional training. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.